Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown the time of the incident. Customer states the reservoir piece broke off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked select button keypad overlay and pillowing keypad overlay. Device belt clip slot function properly noted.